Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Was not able to reproduce the battery issue and tried lots of hd spins with 40 cm view and other things to make it fail. There is a battery issue in 4.0.1 software that tells the site that the batteries are low every now and then this will be fixed in 4.0.2 software. Did find a trip in the charger assembly with the gfi. I reset it and all is working. The imaging system is up and running. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system occasionally displays one purple bar on the battery level indicator after taking a 3d spin. It was found during initial troubleshooting that the ground fault interrupt (gfi) in the charger assembly had tripped. There was no patient present when this issue was identified.